Event description:
The patient reported that they compared their teladoc blood pressure monitor to their doctor's device simutaneiously and reported a significant discrepancy, though we were unable to verify the results of the discrepancy. The patient's doctor was prescribing medication based on the teladoc monitor's readings.

Manufacturer narrative:
The device related to this incident was returned for investigation. Internal functional testing was performed, and no failures were detected during functional testing. The internal investigation confirmed the device was working as intended.

Manufacturer narrative:
The patient reported that they compared their teladoc blood pressure monitor to their doctor's device and their doctor was prescribing medication based on the readings on the teladoc monitor. The device associated with this incident was not returned for investigation. If the device is returned, an investigation will be conducted and a supplemental report will be filed.

Event description:
The patient reported that they compared their teladoc blood pressure monitor to their doctor's device simultaneously and reported a significant discrepancy, though we were unable to verify the results of the discrepancy. The patient's doctor was prescribing medication based on the teladoc monitor's readings.